Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, moderate paravalvular leak (pvl) was noted. A balloon aortic valvuloplasty (bav) was performed which dislodged the valve from the annulus. It was reported that during removal of the non-medtronic balloon, the balloon caught the lower inflow portion of the valve frame and pulled the valve out of position. The valve was left implanted in the ascending aorta. A second transcatheter bioprosthetic valve was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.